Event description:
Customer reportedly received results of 20.2 mmol/l and 1.2 mmol/l within 10 minutes on the compact plus system. On a different date, customer reportedly received results of 11.4 mmol/l and 0.8 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test cassette is no longer available; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.